Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at the manufacturer¿s service center. During functional testing, the device failed the significant event log test due to an internal battery failure. Test sheet documentation associated with the evaluation was not available for review. The device log files were reviewed electronically. Review of the log identified a ¿ventilator service required¿ error code indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity. This condition indicates the battery life has declined due to use. In addition, a cell undervoltage alarm was identified. This alarm is generated when a battery cell under-voltage condition occurs within the battery pack. To address the issue, the internal battery required replacement. Additionally, and unrelated to the reported malfunction, routine service and maintenance activities were performed. These included replacement of the blower assembly, overhead blower filter, and inlet filter. The outer enclosure was cleaned. The rubber feet were found to be missing and were replaced. Due to the significant event log test failure and internal battery condition, the device was disqualified from recertification and will be scrapped.

Manufacturer narrative:
The reported failure of ventilator service required indicating that the internal li-ion state of health was less than or equal to 50% and that the full charge capacity (fcc) was less than 51% of the design capacity and a cell undervoltage alarm is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The DHR for this device will not be reviewed at this time.